Event description:
The provider states the on off switch isn't working, the joystick is just spinning. He is within a week of the 6 month warranty. Please reference order number (B)(4) for recall joystick order. He states the repair wasn't done for at least a week after receipt 7857hf.